Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the blue pin of the tubing set during treatment. Pt was in fill 2. Pt had no ill effects. Sample was disposed of by pt; sample is not available.